Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 55cm optease vena cava filter and introduction kit for femoral access experienced an issue where the barb pierced and became stuck in the long sheath during advancement and could not be released. The device was removed from the body together with the long sheath, and another optease filter was used to complete the procedure. There was no reported patient injury. The indication for filter insertion was prophylactic. The extent of the deep vein thrombosis was reported as visible above the popliteal vein. No thrombus was present at the delivery site. Routine anticoagulation therapy was administered. There was no contraindication to anticoagulation and no recurrent pulmonary embolism despite anticoagulation. Pre- and post-procedure imaging were completed. No peri- or post-procedural complications, acute bends, tortuosity, resistance, friction, or sheath kinking were reported. The obturator remained fixed during sheath withdrawal. The device and packaging were inspected prior to use, the user was trained on the device, and the device was flushed prior to use. No anomalies were noted. The supplied sheath was used during filter delivery. The device will be returned for evaluation.